Event description:
In 2008, woke up with a blood glucose level of 381 mg/dl. The pt bolused, and it was displayed on the infusion device that the bolus was delivered, but the pt stated that the piston rod did not move. The pt bolused via insulin pen to lower his blood glucose, and he changed the piston rod in the infusion device. He stated that since changing the piston rod, the infusion device has functioned properly. No further info is available. Product was requested to be returned for evaluation.